Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with the right ventricular lead exhibiting elevated pacing threshold. On (B)(6) 2020, the lead was capped and replaced successfully. The patient's condition remained stable.

Event description:
New information received stated that the lead was also found dislodged, prompting the lead revision procedure on (B)(6) 2020.